Manufacturer narrative:
Patient information is not available for reporting. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a hardware removal of a 3.5mm variable angle - locking compression plate (va-lcp) medial column fusion plate 78mm/left and an unknown number of screws. Revision procedure was required due to an anterior tibial tendon tear on an unknown date. All of the hardware was removed intact, the tendon was repaired, and a bone graft was implanted. No additional instrumentation was implanted. There was no surgical delay, and the procedure was completed with no reported harm to the patient. Patient outcome is unknown. The patient was initially implanted with the hardware on an unknown date. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).